Event description:
It was reported that the surgeon broke the screwdriver. Surgeon was putting a screw in and the screwdriver broke. Another screwdriver.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Upon visual inspection of the returned device, half of the screwdriver tip had fractured off. The fractured piece was not returned. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The plausible root cause of the reported event is normal wear and tear.

Event description:
It was reported that the surgeon broke the screwdriver. Surgeon was putting a screw in and the screwdriver broke. Another screwdriver.